Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the power switch failure caused the indicated phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to power switch failure - the evaluation found that the regulator behind the switch did not remain activated after being pressed, causing the unit to automatically power after the power switch was depressed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power button did not stay on. There was no patient injury, associated with the problem, reported to olympus.